Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 78-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presenting in scai stagee shock. During support, the care team noted a decline in hemoglobin, and the patient¿who was also on ECMO¿received one unit of packed red blood cells. The complaint was entered by the field team based on observed anemia, although the clinical care team did not report concerns or attribute the anemia to the device. The patient¿s family ultimately withdrew care, and the patient expired while on support. The pump was discarded, and no device evaluation is possible. Based on the available information, the patient¿s anemia appears more consistent with the underlying critical illness and the combined use of ECMO and impella rather than an impella device malfunction. Because the pump was discarded, further analysis is not possible. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely attributable to the patient¿s declining clinical condition.

Manufacturer narrative:
The impella device was not received and because the device was not returned, a physical evaluation or analysis could not be performed. A review of the device history record confirmed that the device passed all post-sterilization inspection checks. With respect to the reported anemia, cause was not determined due to insufficient clinical details. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.